Event description:
Caller states that device read 6.6 inr while a second device read 4.2 inr. A lab drawn due to these results read 3.8 inr. Customer's coumadin was reportedly held until the lab result. No adverse event reported and no treatment received. Requested return of the suspect device and replacement was sent.

Manufacturer narrative:
Strips used with device second device: 3116247001, 375a, 1/31/08.